Event description:
A prophylactic removal of the pump was done to avoid in-vivo battery depletion. The estimated eri (elective replacement indicator) was noted as two months. Drugs delivered via the device included lioresal, clonidine and morphine.

Manufacturer narrative:
Catheter: model: 8703w, lot #: l36721, implanted: 1995 (B)(6), explanted: unk. Final analysis of the pump revealed a high s2 battery resistance.